Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured december 12, 2014 to december 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the material of the stressmember component. The particle was not in the fluid path, it was molded within the material of the stressmember. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black mark on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.